Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ insulin pen needle leaked out of the hub and the needle after injection. No serious injury or medical intervention was reported.

Event description:
It was reported that bd ultra-fine¿ insulin pen needle leaked out of the hub and the needle after injection. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned (84) sealed 12.7mm, 29g pen needles with part of the shelf carton from lot # 7353576. Customer states that there was leaking out the hub and out the needle after injection. Thirty out of 84 returned samples were tested and all were able to expel properly without any observed leakage. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for leakage (hub & cannula pe) on lot # 7353576. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.